Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# : 0210928554, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported being unable turn the lead on in a staged trial and high impedances. No factors known to have led to the event. Troubleshooting included impedance check and repositioning of the lead in the multi-lead trailing cable. The lead was replaced for the permanent implant. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.